Event description:
It was reported that a (B)(4) transmission was received stating that the device was at eri. Premature battery depletion suspected. Device was explanted and replaced.

Manufacturer narrative:
Maude report (B)(4) received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The premature depletion was confirmed. Based on programmed settings, and usage data, a longevity calculation was performed and the device was found not to meet its longevity requirement. With a replacement battery, the device tested normal and all specifications were met. No source of high current drain was found. The battery was sent to the manufacturer. No internal anomaly was found. The root cause of the depletion was not determined.